Event description:
Procedure: open mediasternotomy right pectoralis muscle flap. According to the reporter: the surgeon was holding down the sulu and fired. When the assistant pulled back to open the handle, the handle twisted and the sulu came apart from the handle with the jaws locked on tissue. The surgeon applied another device parallel to the locked sulu and was able to cut and remove the other sulu. Or delay time was 45 minutes. Patient was reportedly in guarded condition.